Event description:
It was reported that the device stopped working during the case. Another device was used to complete the procedure. The procedure took longer. There was no pt injury. The device was returned with the jaws locked and unable to open. Additional info was requested, but no additional info was provided. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaws locked and the blade misaligned and stuck in the jaws. The jaws appeared to be in alignment. Upon evaluation the main handle was not able to latch and unlatch and the shaft was difficult to rotate. The blade was stuck in the jaws and could not be retracted but was fully contained. No electrical testing could be performed due to the condition of the returned device. The device history record was reviewed, and no discrepancies were noted. The instructions for use state "do not overfill the jaws of the instrument with tissue." This may damage the cutting mechanism or cause the blade to deploy outside if its guiding features, possible resulting in difficult opening the jaws or unintended injury to the user or pt."